Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had a glenoid loosening 13 years after primary surgery, the revision surgery was performed on (B)(6) 2020, patient ID: (B)(6)".